Event description:
The ports of the double lumen power PICC line were totally occluded. The line had been flushed just 15 minutes prior and was noted to have good blood return and flushed well. Re-positioning of the patient's limb did not affect the patency of the line.